Manufacturer narrative:
Product analysis summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent ex-plant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddbb1d4 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead eroded through the skin which caused a pocket infection. The patient required antibiotic treatment. The implantable cardioverter defibrillator (ICD) and right atrial (ra) lead were explanted. No further patient complications have been reported as a result of this event.